Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, user advisory (ua) 16 (timeout moving to take-up position) error message was displayed. The drive train motor was replaced to remedy the fault. As part of routine service during testing, the platform was examined and found cracked front cover and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The physical damage found during visual inspection is considered unrelated to the reported complaint. The sticky clutch plate was deburred to address the encoder drive shaft issue and the front cover was replaced. In addition, the pdb (power distribution board) was replaced to the current revision. The autopulse platform is a reusable device and was manufactured in february 2012 and is 6 years old, beyond the expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Following the repair, the platform passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse sn (B)(4).

Event description:
During preventative maintenance (pm) service on the returned autopulse platform (sn (B)(4)), user advisory (ua) 16 (timeout moving to take-up position) error message displayed on the screen during the initial functional test.